Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report they have an allergic reaction with the use of the 4x4 island dressing, it leaves blisters and discolors her skin. No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".